Manufacturer narrative:
Internal complaint reference: (B)(4). Vavrík, p., landor, I., popelka, s., fialka, r., & hach, j. (2014). The national register of joint replacements of the czech republic. Acta chirurgiae orthopaedicae et traumatologiae cechoslovaca, 81, 3-68.

Event description:
T was reported that, on the literature review ""the national register of joint replacements of the czech republic: hip joint replacements - selected outputs and their analysis for the period 2003-2012."", a total of two hundred seventy six (276) patients underwent an index thr procedure during which a pe-plus cemented shell was implanted as the acetabular component. From this group, a total of three (3) patients required a revision surgery due to reasons that were not specified within the report. The identity of the devices explanted as part of these revisions, as well as the prosthesis implanted in exchange is unknown for each case. As this data was pulled from the national register of joint replacements of the czech republic, any additional details related to these instances and to the clinical course of each patient is not available.

Manufacturer narrative:
Section h10: according to data obtained from "the national register of joint replacements of the czech republic: hip joint replacements - selected outputs and their analysis for the period 2003-2012." [1], a total of two hundred seventy six (276) patients underwent an index total hip replacement procedure during which a pe-plus cemented shell was implanted as the acetabular component. From this group, a total of three (3) patients required a revision surgery due to reasons that were not specified within the report. The identity of the devices explanted as part of these revisions, as well as the prosthesis implanted in exchange is unknown for each case. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the instructions for use indicates several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: vavrík, p., landor, I., popelka, s., fialka, r., & hach, j.l. (2014). The national register of joint replacements of the czech republic. Acta chirurgiae orthopaedicae et traumatologiae cechoslovaca, 81 suppl, 3-68 . Internal complaint reference number: (B)(4).